Event description:
The customer reported that a user was unable to obtain a pt's ECG signal on the bedside monitor. A second pt cable and ECG module were swapped in, but the flatline remained. The user monitored the pt with the "crash cart" while the pt was being resuscitated. The pt was successfully revived.